Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during a remote interrogation this pacemaker was found to be operating in safety mode. It was noted that the patient is pacing dependent. An emergent replacement procedure was performed where this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility awaiting analysis.